Manufacturer narrative:
One 72202019 2.0 titanium minitac with needles and ultrabraid device reported on. The complaint stated: ¿the sutures were being used to tie over the tendons, the anchor came out completely from the operation site.¿ primary causes for anchor pull out are incomplete anchor insertion, inadequate bone condition; density or oversized tunnel. Per instructions for use: ¿bone quality must be adequate to allow proper placement of suture anchor.¿ the ultrabraid sutures are absent from the return. The four stainless steel needles are absent. Only the handle/shaft assembly and the titanium anchor were returned. The handle rotates 90 degrees as expected. The anchor is whole but does have dings and gouges present. Instructions for use states: ¿do not use sharp instruments to manage or control the suture. Hard bone conditions require preparing the insertion site to reduce the potential of torsional overload. Predrilling with the appropriate drill is the preferred method of insertion site preparation. Predrilling extracts the core diameter of the anchor for the insertion device tip. If the quality of the bone cannot be determined, smith and nephew recommends the predrilling option prior to implanting any soft tissue anchor. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Only use the appropriate drill bits and drill guides intended for use with the mini tac suture anchor or the implant may not be properly aligned.¿ requests for further information were unsuccessful. It is unknown what drill bits/guides were used for prep. No root cause related to the manufacture of this device was confirmed. (B)(6).

Event description:
It was reported that during a wrist scope kiv tfcc repair, when the sutures were being used to tie over the tendons, the anchor came out completely from the operation site. Sutures were removed from the patient and another anchor was inserted. No significant delay or patient injuries were reported. The back up device was used in a different hole.